Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the unit generated an "autofill failure" alarm. After rebooting the iabp, the customer attempted to refill manually and the iabp generated a "function not available" message. Once again, the customer turned the power button off and on and rebooted the iabp a second time. The customer was able to restart pumping, however, the "function not available" message was generated again. The patient remained on the iabp and therapy was continued. No patient injury was reported.